Event description:
The customer initially reported that their device was showing its charge-pak icon. After an evaluation of the device, it was observed that the internal hlc batteries had been depleted which would not allow the device to be used on a patient, if needed. There was no patient use associated.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 from the analog pcb assembly. The leaky filter caused the internal hlc batteries to become depleted.